Event description:
It was reported the patient went to the ER because she was experiencing persistent pain at her scs ipg site. An sjm representative met with the patient and offered to reprogram the patient's scs system. The patient initially decline and stated she would like her scs system removed. The representative met with the patient again on (B)(6) 2013 and reprogrammed the patient's scs system and reportedly obtained effective stimulation for the patient, but the patient stated she still would like the system removed. The patient has other health issues and her physician instructed the patient to turn off her scs system if it was bothering her and that she would need to live with it because they cannot take any risks with any surgery at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.